Manufacturer narrative:
Upon investigation, it was confirmed that the cr board (pressure sensor/pressure sensor circuit) was faulty, resulting in the start-up failure. The inspection also found that the manifold unit was damaged, which lead to the air supply not working. The device history record was reviewed, and the device was shipped in compliance with specifications. It was confirmed that both the cr board failure and manifold failure were the cause of the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the uhi-4 high flow insufflation unit beeped upon starting up and had no display. The reported problem was found during inspection prior to use for an unspecified procedure. The facility finished the procedure with another device. There was no harm or user injury reported due to the event.